Manufacturer narrative:
Continuation of d11: product ID a610 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep said there was no interference with the shirt magnets. The cause of the loss of settings was caused by the interrogation of an 8840 by another neurologist in which they saw on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to interrogate the patient's implantable neurostimulator (ins), when they connected the tablet showed that the battery had been reset and all of the therapy settings were removed, and tablet date was showing (B)(6) 2020. The manufacturer's representative (rep) indicated that they had updated the accounts tablet previously. The rep stated that the doctor indicated he was using the new version of the application but the rep wasn't with the physician to verify the app version number. At the time of the appointment with the patient, the physician programmed the device back to the original settings using the tablet and the patient is doing fine. The rep indicated that the patient is using a shirt with magnets as a result of parkinson's disease and the doctor was concerned that may have interfered with the device. The patient had an MRI on (B)(6) the rep indicated that they used a clinician application version (B)(4) at that time to interrogate the ins. No patient symptoms reported.